Event description:
A certified ophthalmic technician (cot) reports the laser was not firing during a surgery. She aborted the surgery, re-entered and was able to complete the procedure successfully during the same surgery session. The surgeon stated the pt was not harmed or injured by this event.

Manufacturer narrative:
Reporting of this complaint is based on receipt of a letter form FDA dated april 10, 2008, regarding the file ability of complaint determined to be an injury and determined to be a reportable malfunction per the 2-year rule. As a result of this FDA letter, all complaint files for the ladarvision 4000 and ladar6000 products were reviewed. Based on the criteria for filing set forth in this letter, alcon established a new 2-year reporting rule for this type of event, starting 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: the field service engineer (fse) was dispatched to the site to evaluate the device and was unable to duplicate the reported issue; however, the confirmed the laser not firing through the surgery database. The fse completed the thyratron skipping and pre-firing guide diagnostics and no issues were found. He completed system verification to specification prior to departure. No parts were replaced or returned for manufacturing investigation. A review of the complaint database revealed no other similar complaints have been reported for this device following receipt of this report. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron.